Event description:
Adverse event(s): "no impact was reported" (no consequences or impact to pt). Product problem(s): "cassette would not prime" (failure to prime). The customer reported an error message during set up. They tried a new cassette and the problem was resolved. No pt impact was reported. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).